Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 months. The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to possible pump thrombus. No further information was provided.

Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned device. Upon disassembly of the returned pump, examination of distal-side of the inlet stator revealed denatured thrombus rings adhered to the inlet bearing ball and cup. The thrombus rings appeared to have formed in laminated layers, indicating that they had developed over an undetermined period of time while the pump was operating. The thrombus rings appeared to be similar in color and structure and were likely a single formation prior to disassembly. Examination of the proximal-side of the outlet stator revealed non-laminated depositions situated in between the outlet bearing ball and stator blades. A similar deposition was situated on the outlet bearing cup and outlet section of the rotor. The structure of these depositions and lack of laminated layering suggests that they did not form in these locations. Although their specific origins and the duration for which they were present in these areas could not be conclusively determined, the deposition¿s lack of denaturation and the lack of circumferential contact marks on the outlet bearing cup and rotor outlet section suggest that the depositions were not present while the pump was operating. Thrombus formation is complex and multi-factorial in nature and may not necessarily be related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The pump operated as intended during this testing and the data obtained revealed normal pump power consumption comparable to the values that were recorded during the manufacturing process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.